Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 03-sep-2025, the user reported elevated blood glucose (bg) with a highest value of 317 mg/dl (ilet reading 323 mg/dl, finger stick 230 mg/dl). The user had completed their first supply change independently about four hours earlier but was uncertain if it was done correctly. Using a 23" 6 mm teflon inset, the user confirmed no leaks or kinks were present. The agent guided the user through a site change, after which insulin delivery resumed. Blood glucose (bg) was corrected with a site change. At follow-up, blood glucose (bg) trended down to 193 mg/dl (finger stick 187 mg/dl). No symptoms, outside assistance, or medical intervention were reported.